Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification from the health care company indicating an issue with the pump. There was no indication that the product caused or contributed to an adverse event. There was no additional information available for this complaint. This complaint is being reported due to non-specific device issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. Visual inspection revealed that the battery compartment was cracked and the display was dim and discolored. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no issues occurring. Test boluses were successfully performed and accurately recorded in the pump histories.